Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture which was seen on the stored electrogram (ECG). The ECG showed occasional ra loss of capture followed by a sinus atrial signal. Additionally, the atrial auto pace threshold trend shows up to 2.7 volts @ 0.4ms with output fixed at 2.0 volts @ 0.4ms. Technical services were consulted and recommended review of the output settings. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided which indicated that atrial undersensing was observed. This lead remains implanted and in service. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture which was seen on the stored electrogram (ECG). The ECG showed occasional ra loss of capture followed by a sinus atrial signal. Additionally, the atrial auto pace threshold trend shows up to 2.7 volts @ 0.4ms with output fixed at 2.0 volts @ 0.4ms. Technical services were consulted and recommended review of the output settings. This lead remains implanted and in service. No adverse patient effects were reported.